Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used due to the helix not extending. The lead was placed and screwed into several locations looking for a good placement position. After several attempts, the lead helix was retracted, however; the helix could no longer be extended. The lead was removed and exercised out of the vasculature, but the helix still would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.